Manufacturer narrative:
Per RMA, a computer and power cable retractor were sent to site. Upon eval of computer, it was verified that the cmos battery has low voltage, and bulging caps on the mother board. Pending mb replacement. Upon return of power retractor, a continuity check revealed an open in the brown wire. The cable is cut as it exits the cable retractor core. No impact on pt outcome reported.

Event description:
Site reported that the treon system made a popping noise and started smoking when it was turned on. They turned it off and removed it from the operating room. They said it is making a faint chirping noise now. This event did not occur during surgery and no pt was present.